Manufacturer narrative:
G4:24nov2020. B4:09feb2021. The authorized service engineer (ase) replaced the front bezel to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01dec2020.

Event description:
The customer reported that the nav-ring is not working. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.